Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the clinical observations. The caller stated that this patient's physician is aware of the issue and will continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. In office isometrics and pocket manipulation were performed and a normal measurement of 526 ohms was produced, thresholds were back to normal and no noise was observed. The root cause of the out of range impedance was not confirmed. No adverse patient effects were reported.

Manufacturer narrative:
Additional details were received regarding this product issue the patient reported a red blinking light. The patient was instructed to go the hospital for system evaluation but she declined. A boston scientific representative confirmed the alert was due to the continued out of range impedance measurement that was previously reported. The representative stated the clinic will continue to remotely monitor the system and the impedance remains stable at this time. The patient also reported yellow sending waves on her communicator due to a transmission error. A boston scientific technical services consultant informed the patient that the latitude system has been down for maintenance today and is working again. The patient stated she has tried troubleshooting unsuccessfully several times and does not want to go to her clinic as it is three hours away. The clinic advised the patient to contact us in regards to possibly replacing her communicator but they would also contact the patient again and if the transmission could not be received, they would have the patient go to the emergency room as she stated she was feeling weak. The patient later confirmed she was feeling fine and spoke with her physician. The transmission was confirmed to have been sent. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this system has continued to exhibit out of range pacing impedance measurements on the rv channel which are now > 3000 ohms. Testing was performed during isometrics and some normal measurements were produced. An x-ray was performed which was hard to discern as the lead is close to the patient's muscle. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.